Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback due to clotting of the patient's circuit. The cycler alarmed appropriately. The user's guide warns that the risk of blood clotting in the cartridge and filter increases during long treatments, when blood flow stops, and when no anticoagulation is used. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will review the event with the operator. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure high alarm occurred toward the end of a routine hemodialysis treatment. Clotting was observed so treatment was ended without performing rinseback, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased due to low hemoglobin prior to the event. Post event, the patient is receiving IV iron. No other medical intervention was required.